Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin flow blocked alarm. The customer had tried different infusion sets, different cannula lengths and changed everything. The customer stated that they had tried all remedies. The displacement test passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.